Manufacturer narrative:
H3 other text : device evaluated by third party service center.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged that an alarm sounded then he suffered from insomnia. There was no report of serious or permanent patient harm or injury. The device was returned and evaluated by the service center. The device's downloaded logs were reviewed by the service center and 1 error was found. The unit was checked overall, cleaned and functionally tested. The unit passed successfully.